Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and ventak mini implantable cardioverter defibrillator (ICD) system exhibited oversensing and delivered seven shocks into sinus rhythm.

Manufacturer narrative:
The lead was returned to cpi for analysis and found that the rate sensing conductor coils were fractured and the inner insulation tubing was torn apart. This damage is consistent with the position of the lead in the body coupled with movement.